Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during initial drain. The technical service representative (tsr) assisted the home patient (hp) to recycle the machine to get a system error 2367, and then advised to start over using new supplies. The patient was not connected when the alarm occurred and had pressed go to initiate initial drain. The hp had then connected to the hc. Proper procedures were reviewed with the hp. There was the patient involvement but no the patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2012. She stated that the patient had been doing well since the incident, and that the patient had told his nurse about the alarm. There were no adverse effects reported in relation to this event. The care giver understood proper procedures. Bps contacted the registered nurse on (B)(6) 2012. She confirmed that the patient had spoken with her about the event. The patient was doing well since, and was continuing therapy on the homechoice. The nurse had seen the patient the previous day, and no adverse effects were reported.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a report of a system error 2240 was confirmed. The root cause was use error- patient not connected when therapy initiated. The label review found the labeling adequate for the use error in this complaint.